Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The distributor was unable to confirm which lot number corresponds to what reported event; therefore the two lots numbers provided were investigated. The manufacturing records for the lots were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00359.

Event description:
The patient was undergoing a coil embolization procedure in the left hepatic artery using penumbra coil 400s (pc400s). During the procedure, the physician attempted to advance a pc400 through a px slim delivery microcatheter (px slim); however, the proximal end of the pc400 pusher assembly broke as the physician was repositioning the pc400 within the patient, exposing the pull wire within the pusher assembly. Therefore, the physician removed the px slim with the pc400 inside, though the pc400 did not detach. The physician then reinserted the same px slim and attempted to place a new pc400; however, as the physician was advancing the pc400 through the px slim, the pc400 unintentionally detached. The physician therefore removed the px slim with the detached pc400 inside from the patient, and completed the procedure using a new microcatheter and additional coils. There was no report of an adverse effect to the patient.